Event description:
A trilogy evo ventilator was reported by the customer to have failed calibration during testing. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the customer site, the device failed a test step during testing. The unit failed active exhalation verification: s(+) p(+): pilot: reading during final test. The device's 3-way solenoid valve and proportional valve require replacement to address the issue. Follow up repair is planned. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.